Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. The outer insulation had a breach in vivo with multiple lumen tubing voids, and also showed rupture.

Event description:
It was reported that the right ventricular (rv) lead was returned to the manufacturer, after being explanted and not replaced. The lead subsequently tested out of specification during the manufacturer's analysis. Follow up noted that implantable cardioverter defibrillator (ICD) system was removed due to infection no further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.